Event description:
A jade balloon ruptured in-vivo after treatment of a 80% stenosed, severely calcified, 6mm mid superficial femoral artery. A piece of the balloon was left in the patient. A snare was used to retrieve the fractured component. The patient was in stable condition.

Manufacturer narrative:
Csi ID: (B)(4).

Manufacturer narrative:
Manufacturer regulatory report number: 3003775186-2024-00282. Updated fields: b4, f6, f7, f8, f11. Csi ID: (B)(4).

Event description:
A jade balloon ruptured in-vivo after treatment of a 80% stenosed, severely calcified, 6mm mid superficial femoral artery. A piece of the balloon was left in the patient. A snare was used to retrieve the fractured component. The patient was in stable condition.